Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. Customer¿s current blood glucose was 300 mg/dl. Customer had symptoms such as positive results in ketones test, nausea, and vomiting. Customer was treated with insulin drip and manual injection. Customer was alleging insulin pump for under delivering. Customer stated that the drive support cap was normal. Customer declined to check air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.